Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia with incarcerated small bowel in hernia sac, multiple defects around area of recurrent umbilical defect. Procedure: repair of incarcerated recurrent umbilical hernia with dual mesh. First assistant: (B)(6) . Estimated blood loss: 200 cc. Sponge and needle count: correct. Complications: none. Anesthesia: general. History: the patient, a 47-year-old lady with remote history of umbilical hernia, she is having ongoing pain, no other symptoms and is for repair. Procedure: ¿informed consent was obtained. The patient prepped and draped sterilely, antibiotics were administered. Incision was made in the infraumbical site through the old incision. A hernia defect was appreciated with palpation superiorly, more difficult to appreciate inferiorly. A sac was immediately encountered, dissected free. The sac was extensive and carried inferomedially, I elected to open the sac. This revealed incarcerated omentum and multiple defects around the main defect and a large segment of small bowel which appeared chronically incarcerated up in an area of subcutaneous herniated sac, continuous with the primary defect. This was reduced and the bowel was inspected and found to be intact without any evidence of compromise. It was reduced into the abdomen as was the multiple areas of omentum. This is quite tedious because of the previous surgery, scarring and old stitches. Care was taken to take this down. Assuring hemostasis in all the areas of mobilized omentum and in the areas of dissection. This was brought back up out of the abdomen twice to make sure there [sic] good hemostasis. After assuring hemostasis the edges were all freed up. The underlay repair was formed with a dual mesh and 0 prolene interrupted sutures, this achieved an excellent repair. To make sure that I had good underlay I incorporated all the areas of defect and was at good fascia circumferentially. After the repair was completed, sponge counts were insured to be correct times two. The wound was irrigated with antibiotic irrigation, assured for hemostasis, a jackson-pratt drain was placed. After assuring hemostasis the wound was closed in layers of 3-0 vicryl in the deep layer and subcuticular monocryl for the skin. A rent in the umbilicus had occurred during the takedown of the hernia sac inferiorly because it was right under the umbilicus and this was already torn, this was repaired from the inside using monocryl suture. The patient tolerated the procedure well and was taken to the recovery room in good condition.¿ (B)(6) 2005: (B)(6) . Implant sticker. Dualmesh biomaterial. Lot number: 02068711. Item number: 1dlmc03. (B)(6) 2005: (B)(6) . Implant record. Dual mesh 1dlmc03 (old 1dlm03). W.l. Gore & associates. Body site: abdomen. Catalogue number: 1dlmc03. Quantity: 1. Lot number: 02068711. The records confirm a gore® dualmesh® biomaterial (1dlmc03/02068711) was implanted during the procedure. (B)(6) 2005: (B)(6) . Pathology report. Case number: (B)(4). Final diagnosis: umbilical hernia sac, clinically incarcerated, excision; consistent with incarcerated hernia sac. Clinical history: pre-operative diagnosis; incarcerated hernia. Post-operative diagnosis: same. Procedure: hernia repair. Specimen(s): umbilical sac. Gross description: received in formalin, submitted as ¿umbilical hernia sac¿ are three tan-pink, membranous portions of soft tissue aggregating to 8.0 x 5.5 x 2.5 cm. No discrete lesions are identified. A representative section is submitted in one cassette. Microscopic description: the sections show fibroadipose and fibrovascular tissue including some densely collagenous fibrous tissue. A chronic inflammatory infiltrate is noted focally, including an occasional lymphoid follicle. The fibrous tissue is somewhat cellular and has a somewhat reactive appearance. (B)(6) 2005: (B)(6) . Progress note. [Handwritten]. Postoperative; stable, afebrile, abdomen soft, appropriate tenderness, incision [illegible] . Records between (B)(6) 2005 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: chronically incarcerated recurrent ventral hernia with colon within. Postoperative diagnosis: chronically incarcerated recurrent ventral hernia with colon within. Colon chronically partially obstructed and chronically ischemic. Procedure: laparoscopic lysis of adhesions with subsequent conversion to open. Partial colectomy (resection of area of ischemic transverse colon with primary anastomosis [)]. Primary repair of recurrent, incarcerated ventral hernia. First assistant: dr. (B)(6) . Brief history: this is a 57-year-old super morbidly obese female who presents with a painful hernia in the right lower quadrant. CT imaging showed a loop of colon within, that it did not appear to be obstructed. Notable, she has significant obesity and almost all of it for her is truncal with a fairly massive abdomen. The actual orifice of the hernia appeared to be 5 cm, but there was an area 15 cm in diameter with colon within. Plans were to attempt to do this laparoscopically with possible need for conversion for freeing of the sac open, with hopes to complete the hernia repair laparoscopically. Findings: 1. Despite approximately 2 to 2- ½ hour lysis of adhesions in attempt to reduce this laparoscopically, I was unable to do so. Note, I did convert before I believe any bowel injury occurred. 2. During open lysis of adhesions and freeing this chronic area of incarcerated bowel, area of ischemia with perforation was found. I believe this was a chronically ischemic area at the knuckle right at the fascial edge, as there was a clear caliber change from a thickened proximal colon to a less dilated distal transverse colon. It appeared also to be in an area between vessels of the middle colic and relatively ischemic partially because of the location and partially because of the chronic incarceration. This area was resected. 3. Because of need for colon resection, no mesh was used, and a primary repair of the hernia was done. Note this was an approximately 4-cm defect with two adjacent 1-cm defects which were closed as one transverse defect approximately 5 cm long. 4. Based on complexity of hernia and super morbid obesity, merits unusual and difficult modifier. Description of procedure: ¿the patient was brought to the main operating room, laid in the supine position, given general anesthesia via endotracheal tube by dr. (B)(6) . Abdomen prepped with chloraprep, draped off in the usual sterile fashion. An ioban drape used to hold the drapes place open cutdown incision in the left upper quadrant made with initial insertion of 10-mm trocar. Under direct vision two 5-mmtrocars placed in the left lateral abdomen. Later in the case, after lysis of adhesions, two placed in the right side of the abdomen under direct vision. Lysis of adhesions did commence and we were able to reduce omentum from two smaller defects on the medial side of the larger defect using a combination of sharp dissection and retraction of this into this. I came into the main defect and could identify bowel entering and leaving this on the superior right side and exiting on the left lower. I had been working my way around this and spent several hours attempting to reduce this, and we were able to get it somewhat freed up, but at this point I just did not see that we were making progress despite attempts from both sides and with counterpressure. We were able to mark where the area was and a transverse incision made over this. This was in the area of significant obesity. We did need to extend this just because of her size and extend this down to the hernia sac. I was able to enter the hernia sac and began working my way around the hernia sac. The bowel and omentum were wadded up, distorting the anatomy. Able to free the proximal side of the transverse colon, but as I began freeing up the colon more distal, there appeared to be rent in the colon in this area. The area also appeared to be relatively ischemic. We did extend the skin incision and removed the laparoscopic trocars as I planned at this point to complete this open, feeling that no mesh should be placed after entrance into the colon. After extending the incision I was able to connect the 2 medial defects to the main defect and this is all the fascia I needed to open. With this I was able to mobilize the colon completely and excise the excess sac and bring the colon area up into the wound. I could see the distal colon was very thin and relatively significantly smaller in caliber that the proximal colon, indicating fairly long-term chronic obstruction. Also the area appeared to be relatively ischemic as it appeared to be between 2 branches of the middle colic and an area of relative ischemia. I did free the colon back approximately 6 cm in each direction and divided the marginal vessel between clamps and tied this off with 3-0 silk. I clearly identified where there was good blood supply to the proximal and distal colon. A small enterotomy made on the opposite side of each one of these, and the side-to-side portion of the anastomosis created with the first firing of the 75 gia. A second firing was used to close that enterotomy and amputate the portion to be resected coming across this perpendicular. The specimen then handed off. I did examine the area and imbricate the two ears of the anastomosis as well as the heel of the anastomosis. The area was inspected, appeared to be hemostatic. There was widely patent anastomosis. The area was then returned to the abdomen, including all adherent omentum. There was one small bleeding area of the fascia which was controlled with a 3-0 vicryl suture. We then proceeded with hernia repair. The area would come together without significant tension, though I am concerned that given primary repair that hernia recurrence is likely. Figure-of eights of 1 pds began at each end and tied bringing the fascia together primarily, the last several placed and snaps placed on them until all the final sutures had been placed. They were all then tied together. Note the cutdown incision was repaired with a figure-of-eight of 0 vicryl. All skin incisions were closed with staples. Dry dressings applied. Estimated blood loss approximately 150 ml. No complications per se were found, though the unexpected finding of the colon that was within the hernia that could not be salvaged was noted. This was the only specimen. Wound class was clean-contaminated. Addendum: please note that there was mesh seen, and this was on the inferior aspect, and the hernia seemed to occur superior and lateral to this. Part of the fascial closure included areas of well-incorporated mesh, though the actual original hernia seemed to be repaired, the hernia had occurred just superolateral to the original repair.¿ (B)(6) 2014: [missing records: records for the CT scan showing ¿a loop of colon within, that did not appear to be obstructed¿ were not provided.] (B)(6) 2014: [facility ni]. (B)(6) . Brief operative note. Pre-procedure diagnosis: recurrent incisional hernia with incarceration. Post-procedure diagnosis: recurrent incisional hernia with incarceration. Procedures: part removal colon with anastomosis. Repair recurrent incisional hernia, strangulation. Consent: written consent. Procedure performed: attempted laparoscopic hernia repair (lap loa) [laparoscopic lysis of adhesions] conversion to open, resection of transverse colon (15 cm), primary open repair of hernia. Assistant/resident(s): (B)(6) . Anesthesia: general. Findings: none. Estimated blood loss: 150 cccc [sic]. Specimens: transverse colon. Implants: none. Complications: none. Disposition: post anesthesia care unit- hemodynamically stable. (B)(6) 2014: (B)(6) hospital. (B)(6) . Pathology report. Specimen number: rs14-7460. Final diagnosis: transverse colon, resection; benign colonic tissue with congestion, hemorrhage and fibrosis. Pre-operative diagnosis: incisional hernia. Postoperative diagnosis: same. Procedure: repair of incarcerated incisional hernia with transverse colon resection. Source of specimen: transverse colon. Gross description: the specimen is received in formalin labeled ¿transverse colon¿ is a 10.5 cm in length portion of colon. Both ends are stapled closed. The serosa is dusky with a moderate amount of tan, membranous adhesions and adipose tissue. The serosa contains a central 2.0 cm defect extending into the lumen. The mucosa is tan, focally hemorrhagic with focal loss of folds. No discrete masses are grossly appreciated. Representative sections are submitted: 1- en face margins. 2-3- area of defect. 4, 5- sections of colon near defect. Microscopic description: the histologic section labeled 1 shows benign colonic tissue. Section 2 shows benign colonic tissue with fibrosis of its wall. There is also some hemorrhage. Section 3 is similar. Sections through 5 add no information. (B)(6) 2014: (B)(6) hospital. (B)(6) . Operative note. Preoperative diagnosis: complicated, deep abdominal wound infection. Postoperative diagnosis: complicated, deep abdominal wound infection. Procedures: drainage of complicated postop wound infection. Placement of negative pressure dressing, greater than 50 cm2. First assistant: dr. (B)(6) . Brief history: this is a 57-year-old, morbidly obese female who approximately 3 weeks ago underwent a repair of a chronically incarcerated hernia with transverse colon within. Transverse colon resection was necessitated. We did close the wound after irrigated [sic] it out, but became infected and was opened in the office 2 weeks ago. When seen 1-week ago, it appeared to be improving. She was seen yesterday; however, and I was concerned that the amount of foul-smelling drainage had markedly increased. The opening had narrowed significantly and I thought due to her body habitus, size of the wound and progression that it needed washout and treatment in the operating room. To prevent premature closure, I felt vac [vacuum assisted closure] placement would speed her recovery and allow this area to heal significantly faster. She was agreeable to this. Findings: 1. Wound extended to the fascia, but the fascia itself was intact. There was area of some minor necrotic fascia medially, but not enough that there would be full-thickness and the hernia repair appears intact. 2. This was a 6 cm depth. The length of this was 17 cm at the skin edge and somewhat longer at the deep margin, approximately 5 cm wide. 3. Although there is significant purulence, there did not appear to be any surrounding cellulitis, any drainage from a deeper source deep to the fascia. Procedure: ¿the patient brought to the main operating room, laid in supine position, given general anesthesia via endotracheal tube by dr. (B)(6) . Previous wound with its dressing filled with purulence was removed. The skin around this was prepped with chloraprep and draped off in the usual sterile fashion. We first suctioned out the purulence and could better ascertain that it was significantly undermined in both the medial and lateral direction. The skin was opened to extend the length from approximately 5 cm to 17 cm. We then did allow it to extend this from the length of the skin all the way down to the fascia at the full length. Medially, there was a small amount of fascia which was necrotic, which was excisionally debrided, but I did not feel further debridement of this would be necessary. This was mostly due to undrained infection at the depths of the wound. The area was then cleansed with a pulsavac. Having finished this area, inspected for hemostasis, there was some area of granulation tissue that bled easily, which could be easily corrected with a bovie electrocautery. A large vac [vacuum assisted closure] sponge used to place in the wound, connected to suction and dressed with occlusive dressing. Estimated blood loss less than 100 ml. No complications encountered. All sponge and needle counts were correct. Wound class was dirty.¿ (B)(6) 2014: (B)(6) hospital. (B)(6) . Brief operative note. Pre-procedure diagnosis: complicated wound infection, sequela. Post-procedure diagnosis: complicated wound infection, sequela. Procedures: drain skin abscess complication, negative pressure wound greater than 50 subcutaneous cm. Consent: written consent. Procedure performed: open recent wound with drainage of abscess, vac placement. Assistant/resident(s): (B)(6) . Anesthesia: general. Findings: 17 cm long, 5 cm wide, 6 cm deep wound, fascia intact, purulence without cellulitis. Estimated blood loss: less than 100 cc. Specimens: none. Implants: vac. Complications: none. Disposition: post anesthesia care unit- hemodynamically stable. (B)(6) 2015: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: infected hernia mesh with communicating skin sinus. Postoperative diagnoses: infected hernia mesh with communicating skin sinus. Peri mesh abscess, chronic, intraperitoneal. Procedure: exploratory laparotomy with drainage of localized perineal abscess. Removal of infected mesh. First assistant: dr. (B)(6) . Brief history: this is a 58-year-old female who a little over 1 year ago underwent an attempted laparoscopic hernia repair. This was a re-repair. She previously had an open repair with mesh in the past. The procedure, 1 year ago could not be completed laparoscopically. She was converted to open. Even with this, the area of incarcerated colon was found to be involved and required resection. At the time, a primary repair of the fascia was done because of concern for infection. She did develop a subcutaneous infection and this was treated with debridement, vac [vacuum assisted closure] and eventually open dressing changes. This has persisted as an open sinus, closing at times and then reopening over the last year. Recent CT scan showed the skin sinus extending down to the fascia with an area of what appeared to be infected old mesh from the initial hernia repair. The type of mesh at the time was not known. Findings: 1. Approximately 10 cm piece of gore-tex involved in a localized infection. 2. Hernia lateral to this which the hernia sac was briefly entered, but no attempt to repair was made as planned preoperatively. Description of procedure: ¿the patient brought to the main operating room, laid in supine position, given general anesthesia by dr. (B)(6) via endotracheal tube. Abdomen was prepped with chloraprep and draped off in the usual sterile fashion. We probed the sinus tract and it would head medially and this corresponded to the CT scan. A transverse elliptical incision used to excise the sinus tract and extend the incision so that we could dissect down. We followed the tract down using the bovie electrocautery as it narrowed down and entered the fascia. We opened up the fascia where it entered the sinus tract and encountered prior prolene stitches medially and entered the medial aspect of the hernia sac. We could see small bowel in here which was free and we did not enter the abdomen additionally in this location. We began taking the fascial incision medially on top of the granulation tissue tract and then encountered infected mesh. A small amount of feculent-smelling material was cultured. The mesh was secured in place with prior prolene sutures and by creating traction on this, removed each of these sutures and removed the entire mesh piece. We were left with a cavity of mostly granulation tissue and a small chronic abscess, which was evacuated. We used the pulsatile irrigation to cleanse this as much as possible. I had removed all foreign body material from this area and felt that it would heal at this point with the removal of this. The fascia was then reapproximated using figure-of-eights of 1 pds beginning first laterally and closing the hernia sac with no attempt to repair the hernia and working our way from both ends toward the middle. In the area of the encapsulated mesh, we attempted to obliterate the dead space by using the fascial closure to also bring the lining of this up to it. The wound was then closed loosely using 3-0 nylon sutures around saline-soaked wicks, a dry dressing applied. Estimated blood loss was less than 100 ml. This wound is considered dirty given the chronicity of the abscess. All sponge and needle counts were correct. No implants were done. One explant was performed.¿ (B)(6) 2015: [missing records: records for the CT scan showing ¿the skin sinus extending down to the fascia with an area of what appeared to be infected old mesh from the initial hernia repair¿ were not provided.] (B)(6) 2015: [missing records: a culture report detailing analysis of the specimens collected during the 10/14/15 procedure was not provided.] (B)(6) 2015: (B)(6) hospital. (B)(6) . Brief operative note. Pre-procedure diagnoses: infected hernioplasty mesh, initial encounter. Post-procedure diagnoses: infected hernioplasty mesh, initial encounter. Intra-abdominal abscess. Procedures: drain abdominal abscess open. Remove mesh from abdominal wall for infection. Consent: written consent. Procedure performed: exploratory laparoscopic with drainage of peri mesh abscess, removal of infected mesh. Assistant/resident(s): (B)(6) . Anesthesia: general. Findings: 10 cm of prior gortex mesh within chronic abscess communicating with skin, hernia lateral to process. Estimated blood loss: less than 100 cc. Specimens: infected mesh and involved sinus track, culture. Implants: none. Complications: none. Disposition: post anesthesia care unit- hemodynamically stable. (B)(6) 2015: (B)(6) hospital. (B)(6). Pathology report. Specimen number: rs15-13811. Final diagnosis: infected sinus tract and infected abdominal mesh: skin with dermal inflammation and inflamed sinus tract. Foreign material present consistent with mesh. Pre-operative diagnosis: infected abdominal mesh, ventral hernia. Post-operative diagnosis: same. Procedure: abdominal debridement and removal of infected mesh. Source of specimen: a: infected sinus tract and infected abdominal mesh. Gross description: the specimen is received in formalin, labeled ¿infected sinus tract and infected abdominal mesh¿ and consists of a 6 x 4 x 3.5 cm portion of fibrofatty tissue with an attached overlying 5 x 2 cm portion of skin. The specimen is inked and sectioned. The cut surface reveals a 2 cm hemorrhagic cavity. The remaining cut surface is tan-yellow and firm. Also received in the same container is a 6 x 4.5 x 0.2 cm tan portion of mesh. Representative sections are submitted: 1, 2- one complete transverse section of skin and subcutaneous tissue; 3- mesh. Microscopic description: the histologic section labeled 1 shows fibrous tissue with mixed leukocytic infiltration including neutrophils, lymphocytes and plasma cells. The histologic section labeled 2 shows skin overlying inflamed fibrous tissue. There is a tract-like area with degeneration and inflammatory cells. Section 3 shows inflamed tissue as well as some foreign material. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, chronic abscess, extensive adhesions, infected mesh, mesh removal, wound vac, and additional surgery ((B)(6) 2014). Additional event specific information was not provided.